Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead replacement procedure the physician unscrewed the setscrew too far and when connecting the new lead to the cardiac resynchronization therapy pacemaker (crt-p) it would not screw in properly. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.